Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited episodes due to oversensing of noise on the ventricular channel. The oversensing resulted in pacing inhibition.